Event description:
Reportedly, during incoming inspection at the distributor on 06 december 2018, it was observed that the suture sleeve of the subject lead was placed in the opposite direction. Preliminary analysis showed that the device was manufactured according to all applicable procedures.

Manufacturer narrative:
Preliminary analysis confirmed that the suture sleeve was not correctly positioned (it was placed in the opposite direction).

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2018, it was observed that the suture sleeve of the subject lead was placed in the opposite direction. Preliminary analysis showed that the device was manufactured according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190318 - file-2018-04122 - analysis_and_closure_report_resp-2019-00162.pdf].

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2018, it was observed that the suture sleeve of the subject lead was placed in the opposite direction. Preliminary analysis showed that the device was manufactured according to all applicable procedures.